Manufacturer narrative:
Steris' distributor inspected the surgical light and found that the power supply required replacement. The power supply was replaced and the surgical light was confirmed to be operational. No additional issues have been reported.

Event description:
The user facility reported that one of the two surgical lightheads went out during a patient procedure. The user facility completed the procedure utilizing the functional lighthead. No report of injury or procedural delays or cancellations.